Event description:
When taking the stryker instrument batteries out of the autoclave, they were crackling and smoking like dried ice. The batteries were removed from the room and placed in the sink. They were found to still be hot 90 minutes after being removed. Sterilizing procedure being performed was a four minute flash. The age of these batteries is unknown.